Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 285 events were previously reported during the reporting quarter; however,  1 event was reported in error. 284 previously reported events are included in this follow-up record. Product return status: 80 devices were received. 204 devices were evaluated in the field.

Event description:
This report summarizes 284 malfunction events in which the device had paint chips missing. 284 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 285 events were reported for this quarter. Product return status: 69 devices were received. 215 devices were evaluated in the field. 1 device investigation type has not yet been determined. Additional information: 285 devices were not labeled for single-use. 285 devices were not reprocessed or reused.

Event description:
This report summarizes 285 malfunction events in which the device had paint chips missing. 285 events had no patient involvement; no patient impact.